Event description:
The customer received questionable results for multiple assays. Of the data provided, only the magnesium results for one patient sample were discrepant. The initial result was 4.78 mg/dl and was reported outside the laboratory. The sample was repeated on another analyzer and the result was 2.00 mg/dl. The repeat result was believed to be correct. There was no adverse event. The magnesium reagent lot number was 60240101 with an expiration date of 04/30/2016. The field service representative found there was an issue with the syringe inlet valves. He replaced the syringe inlet valves, replaced vacuum pump diaphragms and serviced the vacuum unit. He confirmed the instrument was operational and all calibrations and qc were in range.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.